Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 400 mg/dl. Cause of bg level was not known. Customer changed supplies and administered a bolus via the pump to address the issue and went to the emergency room. Customer declined troubleshooting further with tandem technical support. Recommendation was made to consult with a healthcare provider regarding diabetes management. Customer reverted to an alternate method of insulin.